Event description:
It was reported that the left ventricular (lv) lead was causing extracardiac stimulation about a week after implant. The lv outputs were initially decreased and then the lead was electrically abandoned. About ten weeks after implant, the lv was successfully repositioned and remains in use. No patient complications have been reported as a result of this event. The patient is part of the system longevity study (sls).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b implantable biv defibrillator, (B)(6) 2009. A 5076 x2 implantable pacing leads, (B)(6) 2009. (B)(4).